Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complicaitons nor injuries reported and the patient status was normal. It was further reported that the device was completely removed.

Manufacturer narrative:
Device evaluated by MFR: a mustang 6 x 4, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 45mm in length and extended from a position 5mm distal of the proximal markerband to 6mm distal of the distal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was normal. It was further reported that the device was completely removed.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was normal.